Event description:
Report rec'd with returned product of reservoir discrepancies (5.6 ml by telemetry, 18 ml actual). Rotor studies were performed which revealed a motor stall. Device is being analyzed by MFR as of the time of this report.

Manufacturer narrative:
5/13/1998: h6 - primary finding of device analysis revealed motor stall due to motor gear shaft wear.